Event description:
An infection control nurse at the user facility reports that a patient developed endophthalmitis within four hours of intraocular lens (iol) implant surgery. A culture was taken and grew bacillus cereus, an organism most often associated with what is commonly referred to as "food-poisoning". The relationship between this event and the iol is not known. The patient has been treated wtih intravitreal injections. However, the intraocular infection has not resolved. Additional information has been requested.